Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during prime. The blood glucose at the time of the incident was 128 mg/dl. It was started that the set had a bad connection. The customer mentioned that all of the transfer guard needles in the reservoir packaging were bent. She was instructed to use a reservoir from a different box. The customer changed the complete set and had bleeding at site. She was advised to change the infusion set again. The product will not be returned for analysis.